Manufacturer narrative:
(B)(4). Visual and dimensional evaluations of the product exhibit signs of repeated use with both of the bearing components disassembled / missing. The missing components were not returned. DHR was reviewed and no discrepancies related to the reported event were found. The root cause is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that while trays were being reset after a case it was noticed that a tasp shim was missing the 2 bearing and springs. There was no patient impact. It was reported that no further information is available.